Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the spinal cord stimulator implant was no longer functional. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm, model #: sc-4316, lot #: 16684154, description: next generation anchor kit-sterile.

Event description:
A report was received that the spinal cord stimulator implant was no longer functional. The patient will undergo an explant procedure.